Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the distal cover, the cap broke when it was removed from the patient. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using the same device. There were no reports of patient harm.